Event description:
It was reported eri (elective replacement indicator) was reached 27 months after implant. Early battery depletion was also reported. The device was explanted and replaced. The patient reported experiencing light headedness and fainting spells for the last five years. The patient also said the device was "defective", the device warning (patient alert) never sounded in advance, the device was "bad" from the first day it was put in, and that he lived two years without any protection from the "bad" device. The patient reported this as a traumatic experience.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors.